Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the patient's revision procedure, the physician noticed a fractured lead and the physician turned it back and hooked it with the new ipg. The patient was reportedly doing well post operatively.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that during the patient's revision procedure, the physician noticed a fractured lead and the physician turned it back and hooked it with the new ipg. The patient was reportedly doing well post operatively.